Event description:
Pt purchased plano, colored, soft contact lenses at a flea market. They wore the lenses and experienced extreme pain which brought them to optometrist. Initial examination found both corneas to be completely without an epithelial layer. Treatment was rendered and after approx 3 weeks both corneal epithelial layers have fully regrown. Sight is back to normal. There is potential for a recurrent erosion problem to exist in the future.